Event description:
It was reported that one day post implant the right ventricular (rv) lead dislodged. The lead was repositioned; however, the r-wave value was poor so the sensitivity was lowered. It was further reported that prior to the patient being discharged, an electrogram showed that the device had missed 1 pace two times. The missing paces were not seen again after the sensitivity was adjusted. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 5086mri52, implantable pacing lead, implanted: 2013-(B)(6). (B)(4).